Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that following a non-device related surgery, the patient felt the implantable pulse generator (ipg) moved and was rubbing on the ribs causing discomfort. The physician relocated the patients ipg and kept it implanted. The patient was doing well postoperatively.